Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
It was reported that during fill 1 out of 6 having filled 48ml out of an expected 2500ml the patient contact called to inform us that when the patient started to fill, solution started squirting out of the stay-safe connector. The patient contact then stopped the fill. The patient contact confirmed that no solution got on the cycler. A follow up call was made, and it was confirmed that there was no patient injury and that the patient did not require prophylactic antibiotics.